Event description:
It was reported that during a long walk the user experienced a severe low blood glucose episode, with a confirmed reading of 47 mg/dl, and self-treated by ingesting oral carbohydrates until glucose returned to range. Symptoms included hypoglycemia. Outcomes included the need for an unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device-related problem could be identified due to insufficient information and no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.